Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-2100, awareness date 27-oct-2015). It refers to a female consumer in united states who had essure (fallopian tube occlusion insert) inserted in jan-2014. Additional information was received on 29-oct-2015 (FDA-2014-n-0736-2101) and on 30-oct-2015 (mw5056875). She was 29 years old at time of reporting with three children. In 2010, she had the mirena birth control contraceptives taken out after having it for 4 years, and the essure implanted on (B)(6) 2010. Consumer started having big bruises all over her body that was itching and burning, which was unexplained; she experienced fatigue, tiredness, weakness, anxiety, back pain, hair started to thin out, nails were breakable, joint pain, swelling everyday and rheumatoid arthritis. She went to the doctor and they could not tell her what was wrong; emergency rooms, urgent cares, regular primary care doctor. Couple of years went by, finally in (B)(6) 2014, she was finally diagnosed with auto-immune disease, lupus (sle). Over the years, she was losing hair, her nails were brittle, breaking off, and her fingernail was always purple. This did not start happening until after she got essure. She went to the doctor ob/gyn recently and they would not remove it. They refused to do so. Sometimes it causes her temporary deformities of her joints, elbows, knees, ankles, hips, shoulders, where it can last up to two to three weeks, causing her to have to miss work. She applied for disability. She reported essure explant date: (B)(6) 2015. Concomitant medication included plaquenil, relafen, nabumetone, klonopin, wellbutrin, one a day women's multivitamins and fish oil. Consumer assessed the event outcome as life-threatening, hospitalization and disability/ permanent damage; however she did not provide further details. Quality assessment: in this case, no product sample was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information, there is no relationship between the reported event(s) and a quality defect. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain. Essure was removed. This event is serious (consumer assessed the event outcome as life-threatening, hospitalization and disability/ permanent damage; however she did not provide further details) and listed in the reference safety information for essure. In this case, after essure insertion she started to experience this event. Based on its nature, a causal relationship cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, other serious events (rheumatoid arthritis and lupus - unlisted and unrelated) and non-serious events were reported. According to the product technical complaint, there is no relationship between the reported event(s) and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received on 11-apr-2016: despite follow-up attempts, no response was given to date. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced back pain. Essure was removed. This event is serious (consumer assessed the event outcome as life-threatening, hospitalization and disability/ permanent damage; however she did not provide further details) and listed in the reference safety information for essure. In this case, after essure insertion she started to experience this event. Based on its nature, a causal relationship cannot be excluded. This case was regarded as incident since a device removal was required. Additionally, other serious events (rheumatoid arthritis and lupus - unlisted and unrelated) and non-serious events were reported. According to the product technical complaint investigation, there is no relationship between the reported event(s) and a quality defect. Further information could not be obtained, despite follow-up attempts.